Manufacturer narrative:
(B)(4): a review of the device history records was performed and no complaint related issues were found.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Required intervention to prevent permanent impairment/damage was checked. Explant date was corrected to (B)(6) 2015. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(4) as follows: it was reported that a revision of lcp distal femur plates due to non-union was performed on (B)(6) 2015 at (B)(6) hospital. Primary implantation date was approx 6 months ago. Initial plan was for a single stage revision but this was converted to a multi-stage revision due to infection. Upon removing the plate for non-union, infection was noted which could be the possible cause for the non-union. Patient is male in his 90's with both cardio and pulmonary condition. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for one unknown lcp distal femur plates/unknown lot number. Without a lot number the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.